Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The device fractured into two pieces at the handle / plate connection point and both pieces were returned. The device was manufactured in 2006 and exhibits signs of extensive wear/ usage. A review of complaint history did not reveal additional complaints for the listed batch. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that during surgery the device broke while using on the patient's incision. All broken pieces were recovered, the procedure was completed with no delays using an s&n backup device, and there was no injury or affectation to the patient. The final outcome was good.

Event description:
It was reported that the device broke during surgery. The procedure was not delayed. It is unknown whether there was a back-up device and how was the surgery completed. It is unknown if there was an impact to the patient.